Event description:
Siemens was notified on (B)(4) 2012 that, "during remote isocentric table movement from the linac console, the table unexpectedly changed the lateral position by 2 cm. It was reported that, "there was no interlock asserted and there was no zxt error message produced. This happens sporadically." There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012. Siemens' investigation is on-going and a supplemental report will be submitted upon completion of the investigation. (B)(6).